Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) a cracking type noise was heard when pushing and gripping the device. This device was not used and a new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. A slight clicking sound was confirmed when squeezing and releasing the left side of the device case. Testing determined the clicking sound was the result of double sided tape on the inside of the case gripping and releasing the case of the device when being squeezed or pressed.